Event description:
It was reported that the implantable neurostimulator (ins) was in a suspected overdischarge state. It was noted to have been the 1st overdischarge and no physician mode recharge (pmr) took place. Unintentional overstimulation occurred. The patient programmer was used to attempt to turn off the ins, during this a shaking/shocking sensation occurred. The ins was able to be turned off using the clinician programmer, the amplitude was turned down to 0 volts on each program (3 programs were on). Turning the ins off with the clinician programmer did not resolve the program. The patient went to the emergency room and was diaphoretic and shaking, and was able to walk in with assistance. The shaking lessened when program 1 was turned to 0.0 amps and stopped entirely when program 2 was turned to 0.0 amps. Impedance measurements >10,000 ohms were measured on electrodes 5 and 6. The event started at 10;30 pm, the device was turned off at 1:30 am, and the patient went to surgery for explant at 2:30 am. The patient experienced burning sensation, pain, spasms, sweating, and weakness. The bilateral lower legs and lower torso were primarily affected. It was pulsing strong stimulation causing his muscles to tighten and spasm. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger; product ID 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-39, product type: accessory; product ID 3550-39, product type: accessory. (B)(4).

Event description:
Additional information was reported indicating that the device sent uncontrollable pulses of electricity into the patient's body and spinal cord resulting in excruciating pain and continuous body spasms and lower extremity involuntary movements. The malfunction could not be stopped by the patient or emergency personnel. The system induced spasticity. Ultimately the system was removed. The patient suffered permanent injury from the uncontrollable spasms and continued to suffer from those injuries. The patient sustained enormous pain and suffering during and after the spasms.

Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed on (B)(6) 2014 that the patient symptoms resolved after explant and no additional testing had been performed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no significant anomaly and the battery had reduced capacity due to over discharge. Analysis of the lead (B)(4) found the lead body conductor was broken at titan anchor site. Additionally, it was found the #5 and 6 conductors were broken 20.6 cm from the proximal end. Analysis of the lead (B)(4) found no anomaly. Analysis of a titan anchor found no anomaly. Analysis of a titan anchor found no significant anomaly and that the titan anchor was separated. (B)(4).